Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The duodenoscope was received by pentax medical for evaluation on 12-sep-2018. The sampling performed on (B)(6) 2018 yielded a total of 5 cfus comprised of the following 6 isolates: positive rods - bacillus megaterium/aryabhattai, positive rods - curtobacterium flaccumfaciens, negative rods - sphingomonas species, positive cocci - micrococcus luteus, positive cocci - micrococcus luteus, positive cocci - micrococcus luteus,